Manufacturer narrative:
(B)(4). Suspect positive bi, load not recalled.

Event description:
A customer reported a positive result with a cyclesure® 24 biological indicator (bi) after a completed sterrad®100s cycle. The bi was incubated for 24 hours. The chemical indicator (ci) changed color correctly. The previous and subsequent bi results were both negative. It was reported the load was not recalled, but it is unknown at this time whether or not the load was used on patients.. There have been no reports of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of positive cyclesure® 24 biological indicators.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), trending of lot number, system risk analysis (sra), visual analysis and retains analysis. Trending analysis by lot number was reviewed from (B)(6) 2016 and trending was not exceeded. The sra indicates the risk associated with exposure to biohazardous, pathogenic or infectious material is "low." The single cyclesure® 24 bi was not returned for visual inspection. It is unlikely the suspected positive bi was caused by a manufacturing issue as the retains met functional specification, DHR review found no anomalies that would contribute to a positive bi result and lot history review found trending was not exceeded in this lot. An issue with sterrad® performance is also unlikely as the cycle passed and subsequent bi¿s were negative for growth. Therefore, there is insufficient information to determine an assignable cause. Should additional information become available, the complaint file will be re-opened and evaluated. The issue will continue to be tracked and trended.

Manufacturer narrative:
Catalog number - the correct catalog number is 14324_97.

Manufacturer narrative:
The DHR was reviewed and the involved lot met manufacturer specifications at the time of release. No anomalies were observed that would contribute to the customer's experienced issue. Thirty-two retains bis were subject to functional evaluation. All thirty-two bis met specification. Also, no damage or leakage was observed with the retains after processing.